Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2018. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Event description:
This is follow up#1 to report on 12/apr/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral incisional hernia¿ surgery and was implanted with strattice device on (B)(6) 2018. The patient underwent a ¿robotic-assisted laparoscopic ventral incisional hernia repair with mesh; bilateral myofascial release (transverse abdominis release)¿ on (B)(6) /2018. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain and suffering, physical injury, loss of enjoyment of life, and economic and non-economic losses as a result of [their] strattice implant.¿ patient ¿has abdominal discomfort.¿ patient ¿is dependent on others to help with daily tasks [they have] difficulty completing [themselves].¿ patient ¿has lifting restrictions and had to adjust [their] physical activities.¿ patient ¿has difficulty exercising, playing basketball and bowling.¿ patient "no longer coaches [their child¿s] sports teams.¿ patient ¿has difficulty participating in family outings and activities due to [their] pain and discomfort.¿ patient ¿had to wear an uncomfortable stomach binder.¿ patient¿s ¿stomach is scarred and disfigured causing embarrassment.¿ patient " is fearful [they] will suffer another hernia in the future.¿ the form lists the conditions that were treated were ¿bowel obstruction, ventral incisional hernia, intra-abdominal adhesions; exploratory laparotomy, omentectomy, adhesiolysis, ventral incisional hernia repair with mesh¿ with approximate dates of treatment between (B)(6) 2018 and (B)(6) 2018. The patient was also treated for ¿recurrent ventral incisional hernia; robotic-assisted laparoscopic ventral incisional hernia repair with mesh, bilateral myofascial release (transverse abdominis release)¿ between (B)(6) 2018 and (B)(6) 2018. Patient was treated for ¿diffuse abdominal pain radiating to lower back, nausea; CT ab/pel - small bowel obstruction, small bowel adhesions to the adjacent anterior abdominal wall¿ on or about (B)(6) 2022. Patient was treated for ¿abdominal pain; small bowel obstruction¿ between (B)(6) 2022 and 10/may/2022. The ppf form also indicates the patient was implanted with a non-abbvie device, ¿bard mesh marlex,¿ on (B)(6) 2008. The form indicates that this device has not been revised or removed. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2018. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
A review of the device history record for strattice lot sp100609 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. Additional and/or corrected data: a2, b3, b5, b6, d4, h4, h6.

Manufacturer narrative:
Corrected data: h4.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2018. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
Corrected data: h4.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2018. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.